Event description:
It was reported that 3 bd insyte¿ autoguard¿ cateters i.v. 22g x1.00¿ had a needle that would not retract. The following information was provided by the initial reporter: "needle safety mechanism does not retract the device".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ cateters i.v. 22g x1.00¿ had a needle that would not retract. The following information was provided by the initial reporter: "needle safety mechanism does not retract the device."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot 1188116 and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the safety device failed to engage properly. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h.10.